Event description:
Upon product investigation it was discovered that the unit of measure was in mg/dl and the complaint was confirmed. There was no report of mistreatment, serious injury or death associated with this complaint.

Manufacturer narrative:
Investigation was performed on returned meter (B)(4). The complaint was confirmed. The unit of measure was observed to be mg/dl. Based on the device history record, the meter was manufactured with mmol/l which is the correct unit of measure for the reported country. In addition, the meter was out of warranty as of (B)(4) 2011. This is a final report.

Manufacturer narrative:
An additional investigation was conducted and although root cause could not be determined, corruption of the meter's memory repository prevented calibration of the meter. When reviewing the internal memory log of the meter there were no glucose results recorded in the meter. Adc no longer manufactures this version of the precision xceed meter. The current version has additional mitigation for incorrect unit of measure (uom) issue by verifying during meter power up that the uom on the meter matches with the uom designator on the meter's serial number. This is a final report. (B)(4).